Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated.

Event description:
Patient reported the lifetime of the battery in the infusion device is too short. Patient reported changing the battery and battery cover often. Patient stated since (B)(6) 2013 the infusion device has displayed an e8 (power interrupt), w2 (battery low), and e2 (battery depleted) error messages. Patient reported changing the battery and battery cover but the issue occurs again after a short time. Patient stated on (B)(6) 2013 the infusion device often displayed the e8, w2, e2, and e4 (occlusion) error messages. Patient reported she changed the accessories completely. Patient reported experiencing elevated blood glucose level and felt sick. Her exact blood glucose level was not provided. Patient stated on (B)(6) 2013 her parents/boyfriend drove her to the hospital where she experienced a blood glucose level of 37-38 mmol/l (666-684 mg/dl), ketoacidosis, and was pre-comatose. Patient was given correction via a perfusor (IV). Patient reported her blood glucose level was better/okay after 4 hours. Patient's normal blood glucose range was not provided. Patient stated she was in the intensive care from (B)(6) 2013 - (B)(6) 2013 and the regular care unit from (B)(6) 2013 - (B)(6) 2013. Patient reported receiving an e8, and w2 often again. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.